Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. Report source- this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -08.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively on (B)(6) 2019 from patient's left eye (os) due to low vault. The problem resolved. Cause of the event is reported as unknown.